Manufacturer narrative:
Following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a split is confirmed; however the cause is unknown and an internal investigation is currently ongoing to determine the root cause. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample. A split was observed in the extension tubing of the red lumen just proximal to the distal end of the luer connector. Several kinks were observed in the catheter between the 1 cm and 4 cm depth markers during tactile evaluation and the depth markers were observed to be slightly worn and faded in this area. Both lumens of the sample were flushed and pressurized with a 12 ml syringe of water and a leak was observed emanating from the split in the extension tubing of the red lumen. No leaks were observed in the purple lumen. A microscopic observation revealed some beach marks and cracks on the break surface, which are suggestive of material fatigue. The tubing material of the red lumen was observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to possibly have initiated at one or more of these points.

Event description:
It was reported by the sales rep that the facility had a 4 fr provena PICC separated near the hub. No other information was provided. No patient injury reported.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rebt1802 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that the facility had a 4 fr provena PICC separated near the hub. No other information was provided. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rebt1802 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that the facility had a 4 fr provena PICC separated near the hub. No other information was provided. No patient injury reported.